Manufacturer narrative:
(B)(4).

Event description:
It was reported the right ventricular lead exhibited noise, declined sensing amplitude, and instances of lower out of range impedance. The atrial lead exhibited auto mode switching and noise reversion episodes. Both leads were extracted using a laser sheath. After extraction, the right ventricular lead was found brushed against the atrial lead electrodes and the atrial lead seemed to adhere to the right ventricular lead. The distal portion of the right ventricular lead was also noted fractured. The patient was not symptomatic and was in stable condition after the procedure.